Event description:
It was reported that when a check of the device was being performed, the user was unable to connect the hard paddles due to a pin stuck in the therapy connector. The pin was from the quik-combo therapy cable, which is kept with the device. This broken pin would not allow the device to deliver defibrillation therapy, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The customer had already replaced the quik-combo therapy cable. Physio further evaluated the removed therapy connector assembly and observed that a pin was broken off and stuck within the connector.